Event description:
It was reported by the distributor that the hospital reported an incident involving a pt in the cardiovascular department. The intra-aortic balloon (iab) was being administered for ischemia and cardiac failure. The md inserted the iab via the super arrow-flex (saf) sheath in the right femoral artery. The iab stopped and could not be advanced forward or back. The md removed the iab and sheath together, with a femoral hematoma developing. No surgical intervention was required. The pt was in critical condition. Reference MDR #1219856-2010-00912 for second event involving the same patient.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.